Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was unknown. Customer stated that the approximate size of air bubbles was small bubbles. Customer stated that the air bubbles were noticed during filling process. Customer troubleshooting was performed. The device will not be returned for analysis.